Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter user manual: the hill-rom 1000 bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Any signs of damage to the cable. Any exposed wires. Replace the power cord, if damaged. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that the power cord was exposing copper wires. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. This report was filed in our complaint handling system as complaint pr# (B)(4).